Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported hearing a beeping at 2 a.m., 4 a.m., and 8 a.m. She reported that she is post ablation yesterday and understood programming may have been done. The patient indicated she has heard the patient alert for battery before and this is different. The device is still in use. No patient complications were reported as a result of this event.